Event description:
Customer reported the alarm is not in working condition but could not provide further information. Customer reported the issue was discovered during set up but could not provide the date when found. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product found the alarm powers on with a 9v battery however, when the alarm is moved the alarm will power off by itself due to a crack on the 9v battery connector. There is rust on the metal mount plate and all of the enclosure screws. (B)(4).